Event description:
It was reported that one week after the implant, the lead was found to have increased threshold. An x-ray revealed that there was a cardiac perforation of the lead. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).